Event description:
The customer reports that the needle detached from the suture when the foil packet was opened. This occurred during an unspecified surgical procedure. There are no reported adverse consequences to the patient related to this event.